Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer was used as a demo during a transesophageal echocardiography (tee) procedure. After the tee was completed, a usacquisitionhw_31 error occurred. Since the error occurred at the end of the procedure, there was no patient involvement. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint was investigated for an acquisition 31 error when the z6ms transducer is connected. The transducer was returned, and an investigation was performed. The acquisition 31 error was reproduced during the investigation. The cause of the issue was determined to be a gastro flex thermistor fault due to gastro flex reliability; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since july 2017. The transducer returned from the customer site was manufactured prior to the corrective action. The transducer was replaced on site by service. (B)(4).